Event description:
Subsequently, after the initial was filed it was noted the device was prepped with the protective sheath on. It was also noted there was difficulty removing the stylet / mandrel. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath and stylet/mandrel were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. It was reported that the balloon dilatation catheter (bdc) was prepped prior to the sheath being removed. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use (IFU) states: complete the following steps to prepare the nc trek rx coronary dilatation catheter for use: slide the protective sheath off the balloon prior to performing air aspiration. Additionally, the account reported that the device was flushed prior to removing the stylet/mandrel. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, IFU states: complete the following steps to prepare the nc trek rx coronary dilatation catheter for use: remove the protective mandrel from the flushing sheath and then flush the nc trek rx coronary dilatation catheter. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaints. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath and stylet/mandrel. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated. H6 medical device problem code 1528 mandrel/stylet was added. H6 medical device problem code 2017 clarifier: incorrect prep.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of the 4.0x15mm nc trek balloon dilatation catheter (bdc) the yellow sheath was not able to be removed from the bdc. Another non-abbott balloon was used to successfully complete post-dilatation of a non-abbott stent. There was no patient involvement and no clinically significant delay reported. No additional information was provided.